Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #3004209178-2015-57607.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error, that the blood glucose had been running high and that the insulin pump had also alarmed for no delivery of insulin. The blood glucose reading at the time of the motor error alarm was 270 mg/dl. The customer reported that the insulin pump had not been exposed to a strong magnetic field and was assisted with clearing the alarm. The customer's high blood glucose on (B)(6) 2015 was 422 mg/dl. The customer reported that the blood glucose had been running high ever since receiving the motor error alarm. The customer was advised to change the site, the set, and the reservoir and to call back if the unexplained high blood glucose persisted. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.